Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that angina and in-stent restenosis occurred. In (B)(6) 2012, the patient presented with myocardial infarction (mi) and cardiac catheterization was recommended. Subsequently, the index procedure and coronary angiography were performed. Target lesion was an in-stent restenosis (isr) bare metal stent lesion located in the mid left anterior descending (lad) artery with 90% stenosis and was 25mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation and placement of a 3.00 x 32 mm pe plus stent. Following post dilatation residual stenosis was 0%. Two days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient presented with complaints of a 2 day history of progressive angina radiating to left arm and neck. Cardiac enzymes were noted to be elevated and the patient was referred for cardiac catheterization. Coronary angiography revealed an 80% isr of the previously placed stents in proximal mid portion. Four days later, multiple stented lad with 80% isr in proximal mid portion was treated with coronary artery bypass graft (CABG) using saphenous vein graft (svg) to second obtuse marginal (om2) and left internal mammary artery (lima) to lad. Seven days after, the event was considered as resolved. On the same day, the patient was discharged on aspirin.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016, four days after the patient presented with complaints of a 2 day progressive angina, the coronary artery bypass graft (CABG) was completed via the left internal mammary artery (lima) to left anterior descending (lad) artery. Additional, the 90% mid stenosis in the left circumflex artery (lcx) and second obtuse marginal branch (om2) was treated with CABG using the saphenous vein graft (svg) to om2. It was also further reported that in (B)(6) 2016, five days after the patient was discharged, the patient had non-cardiac chest pain and was hospitalized on the same day. The patient was treated with angiography without revascularization. Two days later, the event was resolved and the patient was discharged on the same day.